Event description:
It was reported via repair work order that the brakes on the unit would not engage/hold due to a loose bolt on the cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.